Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
The event happened during the procedure. The physician reported that the green system ready light of the deltaplush(cpl100204-30/(B)(4)) did not illuminate when the deltaplush was connected to an unspecified cable before attempting the detachment. The enpower detachment control box(dcb000005-00, lot unknown) and enpower control cable(ecb000182-00, lot unknown) were used with the product. Then, the deltaplush was safely removed from the patient and was replaced for a new one(cpl100204-30, lot unknown). And then, the green system ready light illuminated and he was able to detach it using the same cable and detachment control box with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the vessel or in the microcatheter(carnelian marvel/tokai medical products, type unknown). The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolisation of unknown vessel for the treatment of type ii endoleak after endovascular repair. Characteristics of the vessel was not calcified and mildly tortuous.

Manufacturer narrative:
The returned device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. The detachment fiber did not receive heat and melt. The coil was returned with stretching at the proximal end and intermittent compression and buckling damage on the remainder of the coil. Located 28.5 centimeters off the proximal end is a severe kink on the core wire that caused the electrical wiring and sheath to be severed off the core wire. Located 18.0cm off the distal tip of the green introducer the core wire protrudes outside the sheath. No mechanical sheath damage was found. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. Electrical wiring and the outer sheath are observed to be embedded inside the v notch. The locking mechanism has compression and stretching damage. The timing of these damages cannot be conclusively determined; however if it occurred during the unsheathing process when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back, it is a likely cause of the damages found on the device. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This will produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance which appears to have caused the core wire to severely kink and become embedded inside the v notch. This appears to also have caused the positive and negative electrical wiring and the sheath to be completely severed by the v notch, the coil to become severely damaged, and the core wire to protrude outside the sheath. In this condition the coil cannot be detached inside the aneurysm. Based on the available procedural information a root cause conclusion for the failure of the coil to detach cannot be determined. However, based on the report that it passed pre-deployment check, which is done prior to introduction into the delivery catheter, and the analysis of the returned device it appears that a contributing factor may have been damage to the device caused by the unsheathing process. It appears that when the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿, as shown diagrammatically. It is further cautioned that ¿if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the complete detachment system and the marvel microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. However, it was reported that these devices were then used successfully with subsequent coils. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It appears that procedural factors addressed in the labeling contributed to the reported event. Therefore, no corrective actions will be taken at this time.